Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported that she was in the emergency room all day with high blood glucose levels. The customer experienced nausea, vomiting, had blurred vision, and pain in extremity. Her health care provider told her to take the customer in. The customer treated her blood glucose level with an injection about half an hour ago. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level of 529 mg/dl. She was currently being treated with IV drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.